Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06012. The patient has two leads (from the same lot). It was reported the patient has been experiencing overstimulation at the ipg and lead site. An impedance check was performed and revealed an invalid contact. Reprogramming attempts were unsuccessful. The next course of action is unknown at this time.